Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they is not happy with medtronic and wants to get the implant removed. Patient mentioned that they have been in pain for so long and something was better than nothing but it never worked right. Patient stated that the representative sucked and could not give them any information as it was just one thing after another. Patient said that it has been almost a year since they have had a battery and they were taking all this medication for pain because the device has not been working. Patient also mentioned that the controller started to rattle and they told the representative about it and the representative said it was fine and not to worry about it. Patient then said that the rattling got worse and then it just quit. Pt declined troubleshooting as they just want the implant replaced. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they were taking a pain medication to help with the pain. Additional information from the patient indciated that they had the device removed on (B)(6) 2024. They stated that the recharger quit taking a charge and they were then unable to charge the implant. They tried different outlets in their house to get the battery to take a charge, but they were afraid it was going to catch fire as the battery would rattle. They stated that at intimate moments, they had to stop and charge the battery. The patient was never happy with what they had to do to get it to work. The patient stated they need to dispose of the battery.